Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v990442, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported there was a poor communication screen on the patient programmer. There was no telemetry with or without the antenna. Also, the patient had symptoms start on the night of (B)(6) 2015. This was noted to be a return of symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.